Event description:
The patient was approved for the valve-in-valve clinical trial; however, valve-in-valve intervention was performed commercially. The patient was transferred in stable condition.

Event description:
Edwards received information that a patient is being accessed for a transcatheter valve-in-valve procedure as part of a clinical trial. The patient has a 27mm bioprosthetic aortic valve, implanted approximately nine (9) years and eleven (11) months, that is reported to be failing due to aortic stenosis.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The medical or valve-in-valve intervention has not been scheduled. No other information has been provided. If additional information is received, a supplemental MDR will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: without return of the device or additional information the clinical observation cannot be confirmed and root cause of the event remains indeterminable; however, the patient's known medical history may have contributed to the event.